Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the first three clips were fine. The subsequential clips after that started crossing over and the clip applier would not work. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.